Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that they were received emergency medical services for high blood glucose on (B)(6) 2020. Blood glucose reading was unknown. The customer alleging that insulin pump was not delivering insulin. The customer¿s last blood glucose reading was around 280 mg/dl to 290 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The additional information has been received which is included with this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2020.